Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information noted that the noise oversensing was due to suspected twiddler's syndrome with no indication of dislodgment and an acute right angle bend on the right ventricular -rv lead. The rv lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic experiencing episodes of dizziness. Upon interrogation, it was noted that the right ventricular - rv lead exhibited noise oversensing causing pacing inhibition. The rv lead was reprogrammed and the patient experienced no adverse events.